Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been experiencing low blood glucose. The customer's blood glucose was 32mg/dl, treated with glucose tablets and when up to 55mg/dl. The customer was advised to replace set and call back if issue continues.